Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received battery out limit alarms. The customer's blood glucose level was not reported. He changed the battery four times. The customer received a displayable history check failed on startup alarm. The insulin pump had a blank display, the first time he changed the insulin pump's battery. He saw a small indent in the battery cap's tab. The product was not returned. Nothing further to report.